Manufacturer narrative:
Device not evaluated, MDR issued due to patient related incident. According to hospital, device is not cause of injury.

Event description:
The case reportedly lasted more than 10 hours, patient sued orthopedic surgeon and anesthesiologist because of a brachial plexus neuropathy suffered during or after the surgery. No MDR was filed by the hospital according to hospital attorney. Also, no one is alleging any malfunction or non-performance of the jackson table. This call was the first notification we received of this event and our company is not named in the suit.